Event description:
It was reported that this peritoneal dialysis (pd) patient went to the clinic on due to not feeling well (general weakness, low blood pressure, cloudy effluent). The patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had initially been diagnosed with a urinary tract infection (uti) on (B)(6) 2025. The uti culture showed >100,000 cfu/ml (colony-forming units per milliliter) resulting positive for enterobacter cloacae. The patient self-catheterizes three times per day. On (B)(6) 2025 the patient developed symptoms (unspecified) consistent with (c/w) peritonitis. The patient called the clinic and reported feeling worse than the previous day when he had been in the clinic (B)(6) 2025. The patient¿s serum white blood cell counts on (B)(6) 2025 was 9.8. The patient was seen and evaluated at the home therapy clinic in (B)(6) on (B)(6) 2025. The patient¿s pd fluid was cloudy. A culture was obtained. The patient was initially empirically treated with intraperitoneal (ip) vancomycin and cefepime (dose unknown) at the home therapy clinic. Additionally, the patient was already taking levofloxacin (levaquin) due to the uti. The patient¿s white cell count was 3,179 with 61% polymorphonuclear (pmn) cells. The culture was positive for citrobacter freundii. The patient continued taking oral levaquin 250mg tablet 3 tabs for 1 day and then 2 tabs every other day for 6 days and ip cefepime 125mg/l in a continuous dwell. The patient¿s serum wbc counts were as follows; (B)(6): 13.4, (B)(6): 14.7, (B)(6): 14.4, (B)(6): 14.0. The pd nucleated cells and neutrophils were: (B)(6): 3,179 and 61%, (B)(6): 12,739 and 80%, (B)(6): 62 and 62%, (B)(6): 13 and 82%, and 44 and 65%. The patient was not hospitalized for the peritonitis event. The patient had reported disconnecting from treatment on (B)(6) 2025 to get to the bathroom urgently. The patient reported reconnecting using the same patient line. The cause of the peritonitis event is suspected touch contamination/lack of aseptic technique either related to the uti or feces.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to suspected touch contamination/lack of aseptic technique related to the uti or feces. This is supported by the culture result of citrobacter freundii, found in soil, water, sewage, food and the intestinal tract of animals and humans. Additionally, the patient admitted to disconnecting and reconnecting with the same patient line during treatment. The uti was not related to the patient's dialysis treatment. The patient self-catheterizes thrice daily which increases the opportunity for infection to develop. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient went to the clinic on due to not feeling well (general weakness, low blood pressure, cloudy effluent). The patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had initially been diagnosed with a urinary tract infection (uti) on (B)(6) 2025. The uti culture showed >100,000 cfu/ml (colony-forming units per milliliter) resulting positive for enterobacter cloacae. The patient self-catheterizes three times per day. On (B)(6) 2025 the patient developed symptoms (unspecified) consistent with (c/w) peritonitis. The patient called the clinic and reported feeling worse than the previous day when he had been in the clinic (B)(6) 2025). The patient¿s serum white blood cell counts on (B)(6) 2025 was 9.8. The patient was seen and evaluated at the home therapy clinic in (B)(6) on (B)(6) 2025. The patient¿s pd fluid was cloudy. A culture was obtained. The patient was initially empirically treated with intraperitoneal (ip) vancomycin and cefepime (dose unknown) at the home therapy clinic. Additionally, the patient was already taking levofloxacin (levaquin) due to the uti. The patient¿s white cell count was 3,179 with 61% polymorphonuclear (pmn) cells. The culture was positive for citrobacter freundii. The patient continued taking oral levaquin 250mg tablet 3 tabs for 1 day and then 2 tabs every other day for 6 days and ip cefepime 125mg/l in a continuous dwell. The patient¿s serum wbc counts were as follows; (B)(6): 13.4, 12/10: 14.7, (B)(6): 14.4, (B)(6): 14.0. The pd nucleated cells and neutrophils were: (B)(6): 3,179 and 61%, (B)(6): 12,739 and 80%, (B)(6): 62 and 62%, (B)(6): 13 and 82%, and 44 and 65%. The patient was not hospitalized for the peritonitis event. The patient had reported disconnecting from treatment on (B)(6) 2025 to get to the bathroom urgently. The patient reported reconnecting using the same patient line. The cause of the peritonitis event is suspected touch contamination/lack of aseptic technique either related to the uti or feces.